Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. Device was discarded and not returned for additional evaluation and investigation. It was determined that the catheter damage was likely due to a slice from the previous draining of the hematoma. Internal complaint number: (B)(4).

Event description:
An under infusion volume discrepancy was alleged. The expected volume was 10.8ml and the actual aspirated volume was 20ml. Reporter stated that a catheter dye study showed that the radiopacity of the dye seen in the catheter significantly decreased between the area of spinal insertion and the catheter tip. Additionally, the patient had alleged a csf leak and was experiencing a spinal headache. Several blood patches were performed on the emergency room, but they were unsuccessful in relieving pain. The patient also had a hematoma that was being drained. Later, a catheter revision was performed due to the possibility that the catheter was kinked. The physician opened up the spinal incision site, but did not see any kinks in the catheter. From there, the physician decided to cut the catheter. After this cut, there was reported to be an immediate flow of csf. Following this, the physician opened up the pump pocket and found a slice in the catheter approximately 10 cm from the pump stem. The physician is alleging that this slice is from the previous draining of the hematoma. The patient's catheter and pump were replaced as the pump would not prime on the back table. The catheter was discarded. MFR 3010079947-2021-00134 was opened to address the patient's hematoma. MFR 3010079947-2021-00137 was opened to address the patient's pump explant due to the pump not priming.